Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump history and black box data revealed no evidence of a 'loss of prime' issue. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump successfully performed the prime sequence and bolus functions. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed an out of specification force sensor calibration reading. This report is made based on results of investigation completed on (B)(4) 2015.